Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient has had increasing low flow alarms for the last year. The patient was admitted to the hospital for sepsis. Computed tomography angiography was done to evaluate the driveline. Cta results showed partially visualized lvad with a fractured outflow graft and a surrounding partially calcified collection, likely representing old hematoma. The collection has been slightly enlarging since on (B)(6) 2024. The staff was planning to conduct gated cardiac CT imaging on the patient.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a fractured outflow graft surrounded by a partially calcified collection was unable to be conclusively confirmed through the submitted diagnostic images, and the heartmate 3 left ventricular assist system (lvas) was not returned for evaluation. The reported low flow alarms were unable to be confirmed as no log files were submitted. A specific cause for the reported events could not be conclusively determined, and a direct correlation with heartmate 3 lvas, serial number (B)(6), could not be conclusively established. It was reported that the patient had been having increasing low flow alarms over approximately a year. The patient reportedly has a small ventricle and has had difficulty retaining enough fluid. The patient had received intravenous fluids and corticosteroid medication. The patient was admitted to the hospital for sepsis, and a computed tomography angiography was performed to assess the device. It was reported that the left ventricular assist device had a fractured outflow graft that was surrounded by a partially calcified collection measured at 3 centimeters. It was reported that the collection likely represented an old hematoma and has enlarged since (B)(6) 2024. It was reported that there were no acute abdomen and pelvis findings, and the plan was to take the patient to get a gated cardiac computed tomography. The submitted computed tomography images were reviewed; however, there were no conclusive findings established through the review. Multiple requests for additional information regarding this event were submitted to the account; however, no response has been received at this time. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists bleeding, sepsis, and localized infection as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. Section 6 lists infection as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas and includes information regarding how to prevent and control infection. Section 1 of the IFU provides an explanation of all pump parameters, including flow and power. This section explains that device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. An occlusion of the flow path decreases flow and causes a corresponding decrease in power. Pump output should be assessed in this situation. Section 4 ¿heartmate touch communication system¿ states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes alarm conditions, including the low flow alarm, as well as the appropriate actions associated with them. Section 5 ¿surgical procedures¿ cautions that the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure. Section 5 also contains information on "preparing the sealed outflow graft" and "attaching the sealed outflow graft to the aorta.¿ section 5 explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 provides instruction for ¿de-airing the pump¿ and warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may lead to serious adverse events such as low left ventricular assist device flow and/or bleeding. Section 5 instructs to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 (under "securing the pump and connections") states that when the flow through the blood pump is satisfactory, ensure that the sealed outflow connections are dry and secure. Obtain hemostasis and close all wounds in the standard fashion. Section 6 of the IFU also contains a section on "blood leak diagnosis¿ and explains that a blood leak from any implanted component of the system can be identified through unexplained internal bleeding (beyond the perioperative period following implant), possibly with painful distension of the abdomen or tamponade. The heartmate 3 lvas patient handbook is currently available. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow alarm, call your hospital contact immediately for diagnosis and instructions. The patient handbook also contains several sections with information about how to prevent and control infection. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.